Event description:
It was reported that a keep safe fall monitor alarm model 8350 had no tone, intermittent flickering of led lights and or may not have power. No patient injury reported.

Manufacturer narrative:
Evaluation results: (other) - inspection of the alarm unit shows that it has no tone and the battery door is missing. Conclusions: no conclusion can be drawn.